Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis of the returned extension (adaptor) model 3708140 serial #(B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional (hcp) reported that during the patient had a surgical trial where 2 leads, an implantable neurostimulator (ins), and a 40 cm adaptor (extension) were used. An impedance measurement after implantation show all combinations related to electrodes #4, 5, 6, 7, 12, 13, 14, and 15 had values of over 10,000 ohms. A connection failure was suspected. The connection between the ins (in the abdomen) and the extension was confirmed and was reconnected. Impedance testing showed values on electrodes 12, 13, 14 and 15 became normal but electrodes 4, 5, 6, and 7 did not showed normal values even after testing many times. The connection between the dorsal lead and extension was made again. After the screw was warm [sic] enough, the end of the lead was pulled out of the connector component. It was then attempted to re-inserted the lead but it could not be inserted all the way in. It was also noted that the metal part of electrodes 0 and 1 could not be retracted in the connector part. The physician assessed the stress-generated damage and the connector failure of the extension was suspected. A new 60 cm extension was then used and when connected to the ins showed normal impedances. The procedure was completed. If additional information is received, a follow-up report will be sent.